Event description:
This complaint is now reportable based on the analysis completed on 07/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x16mm taxus liberte stent was unable to cross the lesion. The 90% stenosed and calcified lesion was predilated with an unspecified balloon and while advancing the taxus liberte device the physician felt severe resistance. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition is listed as "good." However, the returned product revealed stent damage.

Manufacturer narrative:
(B)(6). A visual and microscopic examination identified proximal and distal stent damage. The stent struts at the proximal and distal edges were flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen; therefore, indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).